Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated.

Event description:
It was reported that when attempting to deploy the 7.0x80mm absolute pro self-expanding stent (ses), the thumbwheel was blocked and the ses partially deployed. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction with the anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure; however this cannot be confirmed. The noted blood in the sheath and in the retracting sheath likely contributed to the noted difficulties during return analysis. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.